Event description:
I ordered blood sugar monitor from abbott labs marketed under lingo brand. It consistently showed elevated blood sugar levels - 15 to 35 points higher than a regular monitor I have at home. I asked for a replacement, which they provided. The second monitor was also defective. I asked for a refund, which the company refuses to provide. Pt code: 4582. Device code: 2459. Mw5185717.